Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the target implant depth was -2/-3 mm on the non-coronary cusp (ncc) and -2 on the left coronary cusp (lcc). Upon full deployment the valve dislodged to a final implant depth of 3mm on the ncc and -1mm on the lcc. It was reported that dislodgement was probably due to the tension in the system and guidewire. No intervention was required. It was noted a pre-implant balloon aortic valvuloplasty was not performed. No patient anatomy was identified that contributed to the valve movement. Echocardiogram and angiogram showed moderate paravalvular leak (pvl) which was measured post implant. The pvl likely due to high implant. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: pre-implant computed tomography (CT) imaging was provided. The annulus perimeter measured 67.8 mm which is in range for a 26 mm valve which was reportedly used. The sinus of valsalva (sov) minimum diameter right coronary cusp (rcc) was less than the recommended diameter of 27 mm, however the mean diameter was 27.2 mm which aligns with the valve sizing matrix. The sinus and coronary heights are within the recommended ranges. There is minimal calcification in the left ventricular outflow tract (lvot) below the left coronary cusp (lcc). No evidence of patient anatomy that specifically would contribute to valve movement. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The medical safety assessment was performed. Based on the information provided, it is likely that the dislodgement was related to the valve as it was reported to have dislodged upon release. It is also likely that the paravalvular leak (pvl) was a result of the implant depth of the valve. The tension in the system and guidewire could have been a contributing factor to the dislodgement. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, however it was reported as likely due to high implant. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. It was reported that dislodgement was probably due to the tension in the system and guidewire. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.